Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (cloudy).

Manufacturer narrative:
We checked the returned unit and confirmed that the distal end assy w/ccd module shadow in image. Based on the result, we concluded that it was caused due to the moisture condensation in the distal end assy w/ccd module. In addition, we confirmed that the us connector cable buckled, the us connector casing cracked, the us connector cable crushed, the us connector casing leak, the remote control button(1) cut, the us connector body loose, the us connector cable bump, and the air/water socket chipped/cut o-ring; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586 (image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.